Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d9, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: the broken ceramic balloon tip is due to the pink probe tip being broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken ceramic balloon tip. There were no reports of patient involvement.